Manufacturer narrative:
Eval summary: the product was not returned for analysis. No remarks in batch record filing: all syringes were visually inspected for foreign material by qualified operators. Items with particles or fibers were rejected. The ref samples were inspected, no foreign material was observed. Based on the result of this investigation, this complaint cannot be confirmed or explained. The root cause cannot be determined. There have been no other complaints reported in the lot number. Add'l info was requested. (B)(4).

Event description:
A user facility reported that during use of this product, a small transparent filament came out of the syringe and was injected into the pt's eye. The surgeon was able to successfully remove it without any difficulties and there was no pt harm. No further info is expected.